Manufacturer narrative:
The reported event that the tip of the device was missing was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device was missing. No adverse consequences or impact to the patient was reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the tip of the device was missing. No adverse consequences or impact to the patient was reported with this event.